Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, dyspareunia, vaginal scarring, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. Concurrent product: product: prolene hernia system; product code: phse; lot #: 1743608. (B)(6). Details: it was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, dyspareunia, vaginal scarring, and other issues. Per ppf no additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.